Manufacturer narrative:
The device has been returned to nidek on 9/8/2015. However the device evaluation is in process and not been done. If additional significant information is received at a later date after the evaluation of the device, a follow-up report will be submitted. Nidek considers this failure mode a reportable event as the device has malfunctioned and has a potential to cause or contribute to a serious injury if the malfunction were to recur.

Event description:
Nidek received a complaint form a customer on (B)(6) 2015. Customer reported that during the use of yc-1800 (B)(4) doctors observed that the aiming beam is not reaching the spot where it is aimed i.e. The aiming beam is more anterior to the aiming spot. Therefore they could not be able to focus laser the accurately. As per the doctor the beam bounces of the cornea. Customer also reported all the doctors observed the same issue no matter what settings are used. The device is not being used for the patients as the doctors are using the loner (nidek's unit) since (B)(6) 2015. No injury has been reported at this time

Manufacturer narrative:
The device was retuned back to nidek on 9/8/2015. Nidek service engineer evaluated the device on 10/6/2015. The laser output energies were tested and confirmed as within specifications. Laser yag/aiming beam alignment and focus was checked and verified. No failure was found. The device was returned back to the customer. Follow up with the customer will be done with the customer to check if the issue has been resolved or not. If the customer still observes the same issue then nidek filed service will be assigned to check the device. Should new information that changes the facts and/or conclusion of this report become available, a supplemental report will be submitted.